Manufacturer narrative:
The lens was returned partially inserted into the loading area of a non-qualified company iii (c) cartridge. The trailing haptic is broken with a portion retained in the haptic insertion area. Inadequate viscoelastic observed. Viscoelastic is only observed at the loading area. The cartridge has no evidence of placement into a handpiece. Product history records were reviewed and documentation indicated the product met release criteria. The reported lens model is only qualified for use in the company (a) and (b) cartridges. The root cause for the reported haptic damage appears to be related to a failure to follow the dfu. The account used an non-qualified lens/cartridge combination. The reported lens model is only qualified for use in the company (a) and (b) cartridges. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the haptic broke in the delivery system. There was no reported patient impact.